Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd pump failed while in use for a patient at home. Device was showing warning on screen that read, " key stuck. Release key or remove power. Pump stopped". There was patient involvement, but unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was a faulty keypad. The keypad was replaced to resolve this issue.